Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report updated to 30 july 2024 g3. Date received by the manufacturer? 30 july 2024 h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 02nd , 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.